Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened dome switch at the act button keypad trace. There was no number ramping or scrolling on the display screen. The operator currents were unable to be performed to verify the low battery life due to keypad damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 463 mg/dl. Customer's mother advised the batteries drained quickly and they have tried several batteries, however they all last less than a week. Troubleshooting for keypad anomaly was performed. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer was advised the up or down button may have been stuck. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.